Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the gastroesophageal junction during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, the physician had to tear the clip off of the tissue, causing some more bleeding. The procedure was completed successfully with four additional resolution 360 clips. The patient condition at the conclusion of the procedure was reported to be okay.